Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03jan2020.

Event description:
The customer reported tidal volume is off. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
G4: 12jun2020; b4: 16jun2020. Gas delivery system (gds) assembly was returned for analysis. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. An investigation was performed and the component failure u1 on the air flow sensor printed circuit board assembly (pcba) created the low leak-carbon dioxide (co2) rebreathing risk. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27jan2020. B4: 31jan2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse confirmed a continuous error in the unit's diagnostic longs relating to a low leak, carbon dioxide rebreathing risk. The fse also confirmed an error relating to a proximal pressure sensor range error. The fse also reported that the unit failed air delivery and flow accuracy. The fse replaced the flow sensor assembly. After this repair, the unit successfully passed performance verification testing. The unit was determined to be ready for patient use. Although requested, patient information was not obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 31jan2020. B4: 07feb2020. H11: correction: patient code updated. It was clarified by the customer that there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.